Manufacturer narrative:
The sections have been updated accordingly: additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the outback elite 120 cm re-entry broke off as it was being advanced in the iliac. No patient injury was reported and product will be returned for analysis. No anomalies were noted when removed from the package. No anomalies were noted during prep. The intended procedure/target lesion was a re-entry superficial femoral artery (sfa) chronic total occlusion (cto). The lesion was moderately calcified. Vessel tortuosity and vessel angulation was little or none. The device was used for a chronic total occlusion (cto). Resistance was met while advancing. Additional information will be requested.

Manufacturer narrative:
The sections have been updated accordingly:.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The sections have been updated accordingly: as reported, the tip of the outback elite 120 cm re-entry broke off as it was being advanced in the iliac artery. There was no report of patient injury. No anomalies were noted when removed from the package. No anomalies were noted during prep. The intended procedure/target lesion was a re-entry superficial femoral artery (sfa) chronic total occlusion (cto). The lesion was moderately calcified. Vessel tortuosity and vessel angulation was little or none. Resistance was met while advancing. Additional procedural details were requested but are unknown. One non-sterile outback elite 120cm re-entry was received coiled inside of a plastic bag. Per visual analysis, the catheter tip distal section was observed separated and the separated catheter tip was not received for analysis. No other anomalies/damages were found on the received unit. A meeting was held with the product engineering team and after that the unit was reviewed under the vision system, it was observed a coil-like residue in the inner collar/outer collar union. In addition, as part of the investigation an inner/outer collar assembly from the manufacturing process was sent to sem analysis without the inner collar/coil welding process to compare both units and determine if similar residues are observed. Sem analysis was performed to detect and determiner if residues are found on complaint unit distal section. Results showed that the complaint unit distal section presents a metallic part a round of the inner collar component that can be part of the nosecone coil component that is welded to the inner collar. While the sample provided without the distal section, the assembly process do not present any additional material as it was expected since the distal section assembly process was not performed on the provided sample. Also, the outer collar component presents bent conditions. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with lot 17428522 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The complaint reported by the customer as ¿catheter tip/distal tip/fractured/separated - in patient¿ was confirmed due to the condition in which the product was received. The exact cause of the reported event could not be conclusively determined. However, based on pet investigation and sem analysis results procedural factors and handling process may have contributed to the event as reported. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither product history record review nor product analysis results suggest that the event reported by the customer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the tip of the outback elite 120 cm re-entry broke off as it was being advanced in the iliac artery. There was no report of patient injury. No anomalies were noted when removed from the package. No anomalies were noted during prep. The intended procedure/target lesion was a re-entry superficial femoral artery (sfa) chronic total occlusion (cto). The lesion was moderately calcified. Vessel tortuosity and vessel angulation was little or none. Resistance was met while advancing. Additional procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17428522 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the tip of the outback elite 120 cm re-entry broke off as it was being advanced in the iliac. No patient injury was reported and product will be returned for analysis. No anomalies were noted when removed from the package. No anomalies were noted during prep. The intended procedure/target lesion was a re-entry superficial femoral artery (sfa) chronic total occlusion (cto). The lesion was moderately calcified. Vessel tortuosity and vessel angulation was little or none. The device was used for a chronic total occlusion (cto). Resistance was met while advancing. Additional procedural details were requested but are unknown.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17428522 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of the outback elite 120 cm re-entry broke off as it was being advanced in the iliac. No patient injury was reported and product will be returned for analysis. Additional information will be requested.